Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 2.88 volts prior to implant. A boston scientific technical services consultant discussed to make sure the radio frequency (rf) functionality was programmed off and to reinterrogate the device in 48 hours. The device did not recover, and was returned for analysis.